Manufacturer narrative:
(B)(4). Results: visual inspection of the lens showed only one haptic was returned.

Event description:
The facility stated that the model cc4204bf intraocular lens became damaged as it was being delivered into the patient's eye. The lens was removed without patient injury. It is unknown what caused the damage to the lens.